Manufacturer narrative:
Additional product component: model number/catalog number: 72400024 and 72404127, batch/lot number: 731290004 and 724582007, model/catalog description: balloon fgs 61-70cm and control pump fgs iz.

Event description:
It was reported that the patient experienced fluid loss with an artificial urinary sphincter (aus). The aus cuff, pump, and balloon were explanted and a new aus cuff, pump, and balloon were implanted. Further information has been requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
Analysis: fluid loss was reported. The ams800 occlusive cuff was visually inspected and functionally tested. There was a cuff leak in the pillow due to wear at the corner of a fold from the outside in. Balloon analysis: fluid loss was reported. The ams800 device was visually inspected and functionally tested. No leak was found. The balloon was not functionally tested due to the cuff leak. Pump analysis: fluid loss was reported. The ams800 control pump was visually inspected. No leak was found. The pump was not functionally tested due to the cuff leak. Additional product component: model number/catalog number 72400024 and 72404127. Serial number: null and null. Batch/lot number: 731290004 and 724582007 model/catalog description: balloon fgs 61-70cm and control pump fgs iz.

Event description:
It was reported that the patient experienced fluid loss with an artificial urinary sphincter (aus). The aus cuff, pump, and balloon were explanted and a new aus cuff, pump, and balloon were implanted. Further information has been requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.